Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin ring was released. Customer's blood glucose level was 98 mg/dl. Customer also stated that insulin pump received insulin flow blocked alarm. Customer stated that insulin did not exit the tube. Customer tried to push insulin with plunger and insulin exits. Customer tried to replace infusion set but got the alert again. The device will not be returned for analysis.